Event description:
It was reported via repair work order that the side rail could unintentionally drop due to assist cable being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.